Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The insulation was abraded at 9.2 cm to 9.7 cm and at 29.7 cm to 30.3 cm from the distal tip. The abrasion was consistent with constant friction with another implantable device.

Event description:
It was reported that due to pocket infection, surgery was performed to remove the leads. During the procedure, an insulation abrasion was noted on the right ventricular lead the lead was explanted.